Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
As reported, "I have revised two more patients for stem fractures in the last couple of weeks."

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via evaluation of the returned device and clinician review of the provided medical records. Method & results: product evaluation and results: visual inspection: a visual inspection of the returned device was performed as part of the material analysis: "... The exeter v40 stem with fracture location highlighted. On visual examination, the fracture was observed through the mid-stem region, approximately 77 mm from the distal tip. The femoral head remained locked on the stem trunnion." Material analysis: a material analysis was performed which concluded the following: "review of exeter v40 stem 44mm no 0, catalogue # 0580-1-440, lot code g3665177 confirmed fracture of the stem. Characterisation using stereo microscopy and scanning electron microscopy confirmed fracture of the stem through the mid-stem region. The fracture was observed to have propagated in fatigue. Extensive mechanical damage hindered the identification of the fracture origin." Clinician review: a review of the provided medical information by a clinical consultant indicated: "conclusion/assessment: there was mechanical failure of an exeter stem with fracture of the metal at the midpoint with displacement. Event confirmation: the event was confirmed. Root cause: the root cause of the material failure cannot be determined. The inciting events leading to the material failure were 2 patient falls." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the exeter stem. A material analysis was performed which concluded the following: "review of exeter v40 stem 44mm no 0, catalogue # 0580-1-440, lot code g3665177 confirmed fracture of the stem. Characterisation using stereo microscopy and scanning electron microscopy confirmed fracture of the stem through the mid-stem region. The fracture was observed to have propagated in fatigue. Extensive mechanical damage hindered the identification of the fracture origin." A review of the provided medical information by a clinical consultant indicated: "conclusion/assessment: there was mechanical failure of an exeter stem with fracture of the metal at the midpoint with displacement. Event confirmation: the event was confirmed. Root cause: the root cause of the material failure cannot be determined. The inciting events leading to the material failure were 2 patient falls." No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported, "I have revised two more patients for stem fractures in the last couple of weeks." Update: issue was noticed on radiographs taken when patient presented acutely with pain and inability to bear weight. "The patient presented one week after tripping on the edge of a carpet at home and developing severe pain in his left lower limb. Following this his mobility was severely limited. However, he had had pain in his left hip since a fall in 2016. His original thr was done on (B)(6) 2013".

Event description:
As reported, "I have revised two more patients for stem fractures in the last couple of weeks." Update: issue was noticed on radiographs taken when patient presented acutely with pain and inability to bear weight. "The patient presented one week after tripping on the edge of a carpet at home and developing severe pain in his left lower limb. Following this his mobility was severely limited. However, he had had pain in his left hip since a fall in 2016. His original thr was done on (B)(6) 2013"

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a exeter stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: conclusion/assessment: there was mechanical failure of an exeter stem with fracture of the metal at the midpoint with displacement. Event confirmation: the event was confirmed. Root cause: the root cause of the material failure cannot be determined. The inciting events leading to the material failure were 2 patient falls product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the surgeon reported "I have revised two more patients for stem fractures in the last couple of weeks a review of the provided medical information by a clinical consultant indicated: conclusion/assessment: there was mechanical failure of an exeter stem with fracture of the metal at the midpoint with displacement. Event confirmation: the event was confirmed. Root cause: the root cause of the material failure cannot be determined. The inciting events leading to the material failure were 2 patient falls. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.